Event description:
Hypoglycemia worsen by pump; review in low bg pump/cgm reading (74mg/dl), automode unexpectedly restarted delivering microdoses of insulin for 1 hour, 45 minutes keeping bg low in 70's after and during glucose treatment. Note: I am on my 2nd replacement insulin pump for notification not being received and auto mode stopping. Original pump, refurbished pump, new replacement pump that I am currently on serial number (B)(4). I have multiple pump/glucose monitor downloads giving detailed info for this and previous issues. I will provide the FDA access to my user name and password for review. Using minimed 670g insulin pump (mmt-1780k) with guardian sensor 3 cgm and auto mode basal delivery. With low bg below 125 mg/dl, auto mode is supposed to stop delivering insulin microdoses to keep bg from continuing to fall. This is an ongoing issue I have called medtronic support since prior to (B)(6) 2019, case # (B)(4) and the below episode, case # (B)(4) detailing the pump malfunction exasperating my hypoglycemia. Specifics to this recent case, when cgm reads low bg noted by the pump, it supposed to stop delivering insulin microdoses to keep lowering bg from dropping further as is expected and advertised. On date given at roughly 1:10 am that I slept thought, the pump gave alert of low bg was noted (below 90 as I have set). At 2:22 am, I received another low bg notification (and more noted below) of 74mg/dl and was awoken by it. I treated the low bg with 20g sugar candy ((B)(6)). This amount should have raised my bg to 110mg/dl. Errors received: 2:22 am automode minimum delivery for 2.5 hours. (No basal insulin delivery.) 2:22 am alert low 74 mg/dl. 2:22 am bg required. Because of the issues I have been having with the pump and to give greater proof that I am not making it up and the pump is malfunctioning, I did not enter a bg on the pump and investigated. I also silenced all sensor alerts as I was getting only 4.5 hours of sleep this night/morning. I verified that prior to 2:22 am, no basal insulin was delivered. After the notifications, I saw the pump restarted giving basal insulin for 1 hour and 45 minutes even though I was low. With the basal restarted, I was kept between 60 and 70 mg/dl and forced to continue to eat 20g of candy multiple times (I woke up on my own as alarms were silenced as I set) for the 1 hour 45 minutes. Towards the end of the time, I ate roughly 50g of candy to over treat since the previous was not enough. At around 4 am, the basal was stopped and my bg raised. Once I was over 125mg/dl, the auto mode restarted insulin as expected. At 6:58 am est, I left a voice message of this issue to the (B)(4) at (B)(4). He has been gathering data on my issues and to be a point of contact. At 5:14 pm est, I spoke with (B)(4) of this issue and provided details along with data download. This is an unexpected function and will be elevated to upper management to look into. My issue with this is if I had not woken up at 2:22 am, with the already low bg reading and unexpectedly having the basal restart as it's not supposed to, I could have eventually gone unconscious and possibly died. This should not have happened and even with a new pump, the programming (proven by 3rd 670g pump) will continue and death will occur to some pump user. FDA safety report ID# (B)(4).